Manufacturer narrative:
Patient outcome- the patient died, however limited information regarding patient outcome was given at time of report.

Event description:
The customer reported that the intellivue m550 patient monitor failed to alarm for a patient event. The device was used for patient monitoring at the time of the alleged malfunction. No further information regarding the patient was provided at the time the reporting decision was due. The patient died.

Manufacturer narrative:
The customer reported that a patient was being monitored by an intellivue mx550 patient monitor which was connected to a piic ix. A patient died on (B)(6) 2021 around 09:07 but the central station piic ix did not alarm and the clinical staff noticed patient´s death 1 hour after the event. A philips field service engineer (fse) went to the customer site and collected the relevant alarm log from the philips intellivue information center (piic ix) and pictures from the intellivue mx550 patient monitor for further evaluation. The field service engineer tested the device and found that the mx550 patient monitor was working as expected. The field service engineer advised the customer that the mx550 was working as intended. Based on the available information, the exact cause for the reported issue could not be established. Although no trouble was found with the device during testing, a malfunction of the monitor at the time of the reported event cannot be ruled out.

Event description:
The customer reported that on (B)(6) 2021, the intellivue mx550 patient monitor did not alarm. A patient died. The device was used for patient monitoring at the time of the alleged malfunction. No further information regarding the patient was provided by the customer.